Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single measurement of high, out of range hv lead impedance in the rv-can vector was observed. The measurement could not be reproduced in clinic. Hv lead impedance was measured in clinic and the trend appeared to be stable. No other action was performed. The device remains implanted.